Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement on an unknown date. Subsequently, a potential product liability claim has been raised due to an unknown reasons. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately three years due to unknown allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product had been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.